Manufacturer narrative:
Product has been received by MFR for eval but the investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: the return tube on the device detached during use then the oxygen saturation decreased. No injuries reported. No further details available.